Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head ¿ unknown part and lot, 0100214156 ¿ durom acetabular component ¿ 2333361. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00019. Insufficient information.

Event description:
It was reported patient developed pain around the right hip with flexion and abduction and began pt for the pain approximately 6 years post implantation. Approximately 2 years later, the patient underwent a metal suppression MRI and blood test noting elevated metal ion levels and eventually underwent a revision surgery the next calendar year. During the revision, pseudotumor and synovitis was noted along with corrosion on the taper of the stem and the bore of the cobalt chrome head. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Concomitant medical products: femoral head catalog#: 0100181500 lot#: 2342284. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; b6; b7; g4; h2 the investigation is still in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient underwent a revision due to mild synovitis within the pseudocapsule, and a small amount of fluid in the greater trochanteric bursa. Patient has hypercobaltemia, symptomatic pseudotumor and notable corrosion found at the trunnion taperadaptor interface. Patient presented with increased pain and signs of cabaltism/hypercobaltemia. Scarred trochanteric bursa moderate proliferative synovitis, turbid joint fluid. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.